Event description:
It was reported that the patient was having trouble connecting to his implant. The patient was using sunbeam battereis. The patient was not able to adjust stimulation. Display showed "call your doctor" icon; there was a por (power on reset) condition. Patient services and the patient were unable to connect with implant during the reporting to confirm por message though patient noted that is what he saw previously. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v411614, implanted: 2010-(B)(6), product type lead. (B)(4).